Event description:
The ortho summit sample handling system instrument reportedly did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.